Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No noise anomaly during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer keeps the pump underneath her pant line she thinks maybe it was against the pant line. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.